Event description:
It was reported that during an endometrial ablation procedure, an over temperature error was received one minute into the treatment. The catheter was removed and replaced. A second catheter was pulled and pressure fluctuated from 140mmhg to 200mmhg. The catheter was removed and replaced. The treatment was attempted with the third catheter and an error code of 6507 was received seconds after the treatment began. The co repr discovered that the clinician was not using 100% d5w. The proper fluid was obtained and the case was completed with the fourth catheter. The procedure was extended by 45 minutes and the patient was under general anesthesia.